Manufacturer narrative:
This is one of two device reports related to the same event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for the same event involving the same patient MFR# 1225714-2015-07168 and 1225714-2015-07169.

Event description:
The plaintiffs attorney alleged that the patient experienced a sudden cardiac event and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.